Event description:
It was reported by service report that the head left siderail could not be locked in the upright position. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result code: bent timing link.